Manufacturer narrative:
The samples are returning for eval. Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 04/24/2009.

Event description:
The surgeon reported metal particles were noted entering the eye during the sculpt phase of phaco. The surgeon changed the tip, aspirated the metal particles, and proceeded with phaco. New metal particles were noted again. The metal particles were again aspirated out. The surgeon converted to an ecce. The surgery was then uneventful and the pt is showing a "good recovery". No metal particles were noted during the post operative visit. Five additional cases were cancelled.